Event description:
Additional information received identified the patient's scs ipg was without any complications and stimulation therapy successfully restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was not communicating with external controllers. A company representative met with the patient and confirmed the issue after several attempts to pair the ipg with either the clinician controller (cp) or the patient controller (pc) were unsuccessful. Additional troubleshooting was unable to resolve the issue. Surgical intervention to replace the patient's scs ipg may be necessary.

Manufacturer narrative:
Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency.